Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
Customer called and reported that they experienced low blood glucose around (B)(6)2020 with blood glucose of 36 mg/dl at the time of the incident. The customer used food and glucose tablets to treat the low. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller alleged pump over and under delivery even after multiple set changes. Troubleshooting was completed but did not resolve the issues. The customer also went as high as 360 mg/dl and treated the highs with the pump. The insulin pump will be returned for analysis.